Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector assembly on the device, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the therapy connector on the device was damaged. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.